Event description:
The customer reported false repeat reactive alinity s anti-hcv results for 2 donors who have a history of nonreactive anti-hcv results. Between 03jan2024 to feb2024 while running on the alinity s system the following data was provided by the customer: (B)(6) : initial result = 1.94 s/co; repeat results = 1.76 and 1.81 s/co (reagent lot 51608be00). (B)(6) : initial result = 2.94 s/co; repeat results = 2.94 and 2.90 s/co (reagent lot 51608be00). Both donors were tested with nat testing and supplemental eia testing and generated nonreactive results for both donors. These donor units were rejected and not released due to the anti-hcv reactive results generated. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The evaluation of complaint data for the product and reagent lot 51608be00 did not identify an increase in complaint activity for the complaint issue. A review of ticket tracking and trending did not identify any related trends for the product for the issue. The review of the device history record did not identify any non-conformances, potential non-conformances, and deviations associated with the reagent lot 51608be00 and complaint issue. Labeling was reviewed and adequately addresses the issue under review. A review of field data was reviewed for alinity s anti-hcv was performed. Overall reactive rates of ln 6p04-60, reagent lot 51608be00 at f inova nokes blood donor (USA), applicable peer sites and across a whole blood and plasma screening monitoring group were collected and assessed. Across the whole blood and plasma screening monitoring group, the customer, and their peer sites the performance of lot 51608be00 is within product requirements. The specificity performance of this lot at the customer site is comparable to peers. Based on the investigation, alinity s anti-hcv reagent lot 51608be00 is performing as intended, no systemic issue or product deficiency was identified.

Manufacturer narrative:
A1 - patient identifier: (B)(6) (2 separate donors). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false repeat reactive alinity s anti-hcv results for 2 donors who have a history of nonreactive anti-hcv results. Between (B)(6) 2024 to (B)(6) 2024 while running on the alinity s system the following data was provided by the customer: (B)(6) : initial result = 1.94 s/co; repeat results = 1.76 and 1.81 s/co (reagent lot 51608be00). (B)(6) : initial result = 2.94 s/co; repeat results = 2.94 and 2.90 s/co (reagent lot 51608be00). Both donors were tested with nat testing and supplemental eia testing and generated nonreactive results for both donors. These donor units were rejected and not released due to the anti-hcv reactive results generated. There was no impact to patient management reported.